Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0210231616, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient had discharge. Analysis of bacteriologic sampling is ongoing to confirm infection. The patient's electrode and twist lock cable were explanted on (B)(6) 2015. Relevant medical history includes idiopathic functional urinary retention since 2005. Safety thought the event was linked to the procedure. Information was not provided about the start and end date of the event, the seriousness, and the relatedness of the event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported there was sepsis at the electrode level. The patient had a fever at 38 degrees c with shivers and appearance of pain at the electrode level without exterior local signs. At the implantation, there was moderate discharge and swab was positive for staphylococcus. The patient also received antibiotics and antalgic treatment. The event resolved. The investigator assessed the event as serious, linked to the procedure and not linked to the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a representative reported the sponsor assessed the event as device related. There were no further complications reported and/or anticipated.